Manufacturer narrative:
Corrected information provided in h.10., h.6. Correction: on initial MDR the evaluation result code of 213 was selected in error. It should have been 3221 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via email, that consumer experienced blurry vision and intolerance to technology, that lead to the explantation of the intraocular lens. Additional info has been requested. No additional information obtained.